Event description:
It was reported at follow up, noise was observed. No other electrical anomalies noted. The patient requested to have the lead extracted. During the procedure, possible externalized conductors were observed via fluoroscopy.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 6.8-9.0cm from the distal tip. Internal insulation abrasion found at 31.3-32.9cm from the distal tip. External insulation abrasions found at 8.7-9.9cm, 16.8-17.4cm, consistent with lead friction to another device. Etfe coating was intact at these locations. Internal insulation abrasion under rv shock coil found at 6.4-6.5cm and 6.6-6.7cm from distal tip. Etfe coating of the rv conductor was abraded and could contribute to reported noise.